Event description:
It was reported that this pacemaker reported an alert that was detected for right atrial automatic threshold (raat) suspension. Device data was reviewed, and it was determined the raat failed to measure the threshold due to low evoked response (ER). It was also noted there has not been a successful raat test since implant. The last measurement was yesterday at 1.1 v (volts). This alert will not retrigger until the device is interrogated with a programmer. This pacemaker remains in service and there was no adverse patient effects reported. Received additional information this pacemaker atrial intrinsic amplitude is out of range. The patient was recently seen by programmer and a single undersensed beat was observed on a stored electrogram (egm). The atrial sensitivity has already been programmed to the maximum. This pacemaker remains in service and there was no adverse patient effects reported. Received additional information that the pacemaker reported an alert that was detected for right atrial automatic threshold (raat) suspension due to noise. It was also noted, unable to confirm atrial capture on the presenting and stored electrograms (egms). The atrial pacing output is programmed to trend 2.4 v @ 0.4 ms (milliseconds). The atrial egm baseline on the presenting and stored episode suggests possible undersensing at maximum sensitivity automatic gain control (agc) 0.15 mv (millivolts). Further review was recommended. This alert will not retrigger until the device is interrogated with a programmer. The pacemaker and this right atrial (ra) lead remain in service and there was no adverse patient effects reported.

Manufacturer narrative:
The device was not returned for analysis as the product remains in service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that this pacemaker reported an alert that was detected for right atrial automatic threshold (raat) suspension. Device data was reviewed, and it was determined the raat failed to measure the threshold due to low evoked response (ER). It was also noted there has not been a successful raat test since implant. The last measurement was yesterday at 1.1v (volts). This alert will not retrigger until the device is interrogated with a programmer. This pacemaker remains in service and there was no adverse patient effects reported. Received additional information this pacemaker atrial intrinsic amplitude is out of range. The patient was recently seen by programmer and a single undersensed beat was observed on a stored electrogram (egm). The atrial sensitivity has already been programmed to the maximum. This pacemaker remains in service and there was no adverse patient effects reported. Received additional information that the pacemaker reported an alert that was detected for right atrial automatic threshold (raat) suspension due to noise. It was also noted, unable to confirm atrial capture on the presenting and stored electrograms (egms). The atrial pacing output is programmed to trend 2.4v @ 0.4ms (milliseconds). The atrial egm baseline on the presenting and stored episode suggests possible undersensing at maximum sensitivity automatic gain control (agc) 0.15mv (millivolts). Further review was recommended. This alert will not retrigger until the device is interrogated with a programmer. The pacemaker and this right atrial (ra) lead remain in service and there was no adverse patient effects reported. Received additional information the pacemaker continued to alert for atrial intrinsic amplitude out of range. The presenting electrogram (egm) shows significant atrial undersensing at programmed max sensitivity automatic gain control (agc) 0.15mv (millivolts) with an atrial rate of 135 bpm (beats per minute). It was noted there were variable right ventricular (rv) lead thresholds observed in the lead trends since (B)(6) 2026 ranging from 1.3v to 3.0v (volts). The pacemaker and leads remain in service and there was no adverse patient effects reported.